Manufacturer narrative:
The footswitch was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was functionally evaluated and was found to be nonconforming as it did not meet specifications. Based on the results of this investigation, the reported event was confirmed through testing. The system was found to meet specifications. The root cause of the reported event can be attributed to a returned, non-conforming footswitch. However, how or when the footswitch became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the foot switch did not work when stepped on after the trocar was set and the cutter was inserted in the patient eye during a combined cataract and vitrectomy procedure. The foot switch icon on the system display did not change from 0 to 1 when stepping on the switch. The customer discarded all of the disposable accessories attached to the console, rebooted the console, replaced the accessories with new ones, and ran the test again. The test was successfully completed, but the foot switch still did not work when stepped on in vit mode. The incision site was sutured after the trocar was removed, and the surgery was aborted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The system was examined and the reported event was not replicated. The footswitch was replaced and returned for evaluation. The system was tested and found to meet product specifications. With no additional, related information provided, the customer reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on october 14, 2010. The system was manufactured on october 18, 2010. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was installed into a calibrated system hotbed system with digital pressure gauge on august 13, 2015 and the system was booted up without any system message (sm) or abnormalities noted. The returned sample was then functionally evaluated and was found to meet specifications. The system and the returned footswitch were both found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).